Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of his wife alleging an "apply sample" issue with a one touch ultra 2 meter. The medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010, and was able to obtain/verify information. The patient tests her blood glucose 4 times a day. She manages her diabetes with unspecified pills. The patient indicated that the alleged issue started on an unspecified date/time in (B) (6) 2010. As a result of the alleged issue, the patient claimed that she was unable to test her blood glucose. During the time she was unable to test, the patient stated that she received insulin treatment from a health care professional (hcp) during a couple of dialysis appointments that she had. The patient stated that she was given the insulin because her blood glucose levels were high during the dialysis appointments. The patient was unable to recall what her blood glucose levels were during the dialysis appointment. On (B) (6) 2010, the reporter mentioned that the patient had a doctor's appointment and was advised to start taking insulin. The patient informed the mss that she just got her insulin prescription today ((B) (6) 2010) and has not start taking the insulin yet. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment from a hcp on a couple of occasions after the alleged issue began.